Manufacturer narrative:
In initial report, required intervention was checked. No intervention was required therefore the categories for outcomes attributed to adverse event are not applicable to the event as it pertains to a product problem. (B)(4). A date was provided for return to the manufacturer. The date is incorrect as the device was not returned to the manufacturer at that time of initial report. There should have been no date assigned. In addition to the initial evaluation of the unit, the subsystem controller board was sent out for further evaluation from a third party vendor. The third party vendor was not able to determine the root cause of the electrical damage of the board. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Information in section f provided by the manufacturer. Age: not provided as to no impact to or consequence to patient and initial reporter did not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Upon inspection of the machine, the fss identified a burnt component on the subsystem controller printed circuit board assembly (pcba). The fss replaced the subsystem controller pcba. The cause of the burnt component on the pcba was not determined. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine started to smoke and stopped working when surgeon was removing the viscoelastic after insertion of the intraocular lens. In addition, the tubing cassette was rejected from the machine therefore releasing it during the event. The clinic brought in a fire extinguisher into the room and had a backup machine as an option if necessary. The clinic reported there was a slight delay. The surgeon manually completed the procedure. The surgeon removed the remaining viscoelastic with aggressive irrigation from a large bore cannula on a 5ml balance salt solution bottle. The patient was discharged from the operative room to recovery without complications.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.